Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log identified air-in-line alarms. Visual and functional testing was performed, and the customer¿s reported problem of continuous air-in-line alarms was confirmed due to a malfunctioning air detector. The device also failed the downstream occlusion (dso) test. The most probable cause was determined to be a defective air detector. The air detector and dso sensor were replaced to fix the issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Additional contact information: (B)(6).

Event description:
It was reported that the pump was constantly getting air in line failures. The event occurred not during use. There was no patient involvement or harm reported.